Event description:
Very complicated device sold without prescription; practitioner was not md. I became worse and got in a car accident. Adverse effects: sever ticks, impulsivity, rage, personality change, confusion, memory problems, inability to observe info, poor and very sluggish time reaction.